Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, drawer 3.2 was failed. The customer stated that this malfunction occurred while dispensing mediation which caused a delay in delivering medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed to open and close. The field service engineer (fse) station powered off the station and the matrix half-height drawer was removed from the cabinet. The fse removed the drawer and inspected the solenoid and incept assembly. The fse identified that the latch was not closing properly near the hard stop, preventing the drawer from closing correctly. The two screws on the hard stop were loosened to allow adjustment closer to the back of the drawer. The fse repositioned the screws and re-tightened. The fse then reinstalled the drawer into the cabinet, the station was powered on, and hardware testing was successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.